Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4). Lawyer filed report - (B)(6).

Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced cystitis, sensation of incomplete emptying of the bladder, frequency, discomfort in the suprapubic area, self-catheterization, mild upper abdominal tenderness, slightly rough small area within vagina, area of excoriation on the labia, flank pain, hesitancy, kidney infections, painful urination, back pain, joint pain, limitation of motion, muscular pain, urinary tract infection symptoms, urgency, urinary retention, difficulty voiding, dysuria, chronic cystitis, right renal cyst, scar tissue, reddish and petechial appearance throughout the bladder, constipation, dyspareunia, nocturia, difficulty sleeping, a small functional capacity bladder, additional surgical interventions, bowel obstruction and a cystocele.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced painful intercourse, pelvic pain, pressure, pain while standing or walking, ambulation difficulties, bowel incontinence, hypertension and high blood pressure, vaginal pain, urinary incontinence, uterine prolapse, vaginal vault prolapse, blood in urine, blood loss, hematuria, fatigue, headache, difficulty urination, bladder lesions, inflammation, urethral descent, allergic reaction, problems with vision, swelling, foreign body in patient, burning sensation, malaise, muscle spasm, straining to void, elevated temperature, nausea, decreased appetite, fever, aching, diarrhea, rash, voiding delay, spraying urinary stream, itching, escherichia coli in urine, bacterial infection, and additional nonsurgical interventions.